Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer states that she feels well and requires no medical attention. Verified the strips expire 08/31/2017. Customer was unable to recall memory. No adverse event reported.